Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2012 alleging inaccurate high reading on his one touch vita enhanced meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the patient mentioned that on an unspecified date and time the patient obtained an alleged high reading of 210 mg/dl. The patient had taken approximately 8-10 units of insulin. Approximately less than 30 minutes later the patient tested on a non-lfs meter; however, results were not available. The patient fainted twice an hour after testing his blood glucose. It is unknown how soon after the patient regained consciousness. The patient ate 1-2 pieces of sugar and felt better 15-20 minutes later. The patient did not seek any further medical attention due to the alleged issue. The patient does not recall what his blood glucose readings were prior to the reading of 210 mg/dl. The patient was unable/unwilling to verify the condition of the test strips and did not have control solution with him at the time of the call. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged high reading, he took insulin and later fainted twice and had to self-treat with food.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.